Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack valve, flat creases, wear abrasion, and a curved opening on anterior. Leak test and microscopic analysis were performed which identified: crack valve and two striated openings on anterior and radius. Based on the device analysis the final assessment is: two striated openings on anterior and radius assessed as surgical damage consist in the use of some surgical tool. A cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported right side deflation. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device was explanted and replaced.